Event description:
Following an arthroscopic procedure of the shoulder, the patient was reported to have sustained a second degree burn approximately 1/2 inch in the width and 2 to 3 inches in length on the patient's shoulder. The burn was treated with topical cream.